Event description:
Issue found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. Corrected fields: e1 (region state added, zip code added, zip code extension added, postal code deleted). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, "the connecting video cord is twisted and frayed" due to kinks and knot on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head connecting video cord was twisted and frayed. The issue was found during a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplement is being submitted for correction to b4 of the previous report, g6 follow-up #1, which is not late. The correct date was 6-dec-2024. The report submitted on 6-dec-2024 never received the third acknowledgment, necessitating a resubmission on 13-jan-2024. Refer to ticket: (B)(4).

Event description:
No additional information from customer.